Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 806:02 was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed finding no exception during manufacturing.

Event description:
The facility representative reported a colleague infusion pump with failure code 806:02 during set-up in the general patient ward. There was no patient involvement. Review of the device event history determined that this condition interrupted delivery. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.